Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced cable and monitor. The sys was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the facility is having trouble with the color monitor associated with the 2800 sys. No pt injury reported.